Event description:
It was reported that the patient went to the hospital with high blood glucose (bg). No further details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.